Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information received: according to the reporter the dissection was created with a glide wire or stiff wire during the multiple wire exchanges prior to the advancement of the endurant device. The tip of the endurant delivery system followed the path of the wire which after deployment was noted that it was in a dissection. The dissection was above the lowest renal artery. The endurant device tip and suprarenal stent entered a dissection created by a wire. The renal occlusion, occlusion on the superior mesenteric artery, bowel ischemia and death were considered to be related to the index procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was noted post-op on (B)(6) 2022 respiratory insufficiency was reported for which mechanical ventilation was provided. On (B)(6) 2022 the patient became hypotensive with one episode of fever. It was noted during the mesenteric artery thrombectomy procedure there was an estimated blood loss of 600mls intraop and the patient received numerous blood products. The patient was also noted to have thrombocytopenia. The reporter noted the bleeding was possible related baseline underlying pathology and recent anticoagulation medication being held. When the patient returned to the ICU post bowel resection during the clinical deterioration the patient experienced cardiac arrest when the et tube was removed on (B)(6) 2019 and expired. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B7-additional information received: patient medical history of cva, lung mass, osteoporosis b5-correction: the previously reported statement "it was noted post-op on (B)(6) 2022 respiratory insufficiency was reported for which mechanical ventilation was provided. On (B)(6) 2022 the patient became hypotensive with one episode of fever" should read as follows: it was noted post-op on (B)(6) 2019 respiratory insufficiency was reported for which mechanical ventilation was provided. On (B)(6) 2019 the patient became hypotensive with one episode of fever. H6-correction: codes not captured in previous report submitted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an approximate 50mm abdominal aortic aneurysm. Bilateral prominent atherosclerotic changes in the common iliac arteries worse on the left side with moderate to high grade narrowing at the left external iliac artery (eia) was noted. The diameter of the left eia is 8mm and right eia 6mm. It was reported during the index procedure during initial placement of the endurant endograft the cone of the delivery system caught within the aortic wall causing an iatrogenic dissection where the suprarenal stents were. Renal occlusion was also observed. An additional stent was implanted and the patient transferred to ccu. Post op the patient had pain, nausea and dark red stool. The day after the index procedure the patient was transferred to the or for an aortogram which demonstrated occlusion of the superior mesenteric artery (sma). After failed attempts to gain access to the sma an open thrombectomy and revascularization was performed. During this procedure bowel ischemia was identified and a small bowel resection was completed with a decision to leave the abdomen open. The patient became hemodynamically unstable and attempts to maintain blood pressure were employed. The patient was transferred back to ccu in critical condition. The patient's condition continued to deteriorate and the patient expired 3 days post the index procedure. The cause of the deployment difficulties are undetermined. The cause of renal occlusion is undetermined. The cause of the sma occlusion, bowel ischemia and death is undetermined. No additional clinical sequalae was provided and the patient has expired.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1610c124e, serial/lot #: (B)(4), ubd: 16-apr-2021, UDI#: (B)(4) ; product ID: etlw1610c93e, serial/lot #: (B)(4), ubd: 16-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.